Event description:
Fiducial markers of 3mm diameter were placed in the right upper lobe of the right lung tissue under CT-guided needle placement. At the time of the procedure one fiducial appears to have embolized to a distal branch of the right upper lobe posterior pulmonary artery. A small anterior pneumothorax was seen on post-procedure scan. Patient was hemodynamically stable and wished to go home. The patient returned 5 days later with a small acute myocardial infarction. In the cath lab at that admission it was noted that the fiducial was lodged in the distal muscle of a small coronary artery.